Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any relevant information is received, a supplemental MDR will be filled.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted to treat a malignant stricture located near the flexure in the colon during a colonic stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was friable and tortuous. The patient's anatomy was dilated prior to stent placement procedure. According to the complainant, during procedure, the colonic stent was loaded over a 450 cm guidewire but the guidewire was too short and didn't exit from the wallflex delivery system. According to the physician, the wire was too short and the nurse was unable to apply tension while advancing the stent. The guidewire was removed and the stent system was pushed through the stricture with no wire in place. It was deployed smoothly and the case was completed. Six hours after the procedure, a perforation was noticed upon imaging. The patient was taken back to surgery and a bowel resection for colon tumor was performed to successfully remove the stent and tumor. In the physician's assessment, the stent was deployed in a false tract outside the lumen of the colon and the delivery system pushed through and perforated the colon. The patient was reported to have been in a coma after the procedure but has since come out of the coma and still in the hospital as of last week.